Event description:
The hospital reported that during a coronary artery bypass procedure, after positioning the mira-I cs retractor body, the surgeon utilized the pivot tool to "spread" the left, superior positioned blade. Although the blade did perform the "spread", the entire arm holding the blade elevated out of position as the surgeon utilized the pivot tool. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).